Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 093-28, lot # va0a13n, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and her interstim was not working and she had to start self-catheterizing again two days prior to report and was retaining urine. It was stated the patient had a hard time getting her programmer working and got the poor communication screen. It was also stated the patient could not feel stimulation at the time of report. The patient then was able to sync with the implantable neurostimulator (ins) and confirmed stimulation was on. It was noted two days prior to report the stimulation off button was pressed and she had to press the stimulation on button to turn stimulation on. The patient was redirected to her healthcare provider.